Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The device was being used to pre-dilate the lesion. Resistance was not noted while advancing the device to the lesion. No excessive force was used. The balloon burst/leak did not occur on the first inflation. One to two inflations were performed prior to the issue occurring. The balloon was not moved or repositioned while inflated. The balloon was replaced with another medtronic device with no issues noted. The patient was discharged and no damage was done to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend coronary balloon catheter to treat the lesion. It was reported that a balloon rupture occurred. The balloon was inflated to 14 atm when the rupture occurred. The balloon was replaced. No patient injury reported.